Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It was also noted that lead seal witness marks were not visible in either lead port. Laboratory analysis could not identify any device characteristics that would have led to the reported clinical observations.

Event description:
Boston scientific received information that this pacemaker and competitor right ventricular (rv) lead exhibited noise and oversensing resulting in pacing inhibition and syncope as discovered during device interrogation follow the patient's admission to the hospital. Pacing thresholds were found to be stable, but noise was reproducible and loss of capture (loc) observed during breathing exercises in both unipolar and bipolar lead configurations. A decreased in rv pace impedances was also reported. The device was reprogrammed to doo 75 bpm with output at 5.5 v at 0.4 ms and no further loc was observed. An egm and chest x-ray were sent to boston scientific technical services (ts) who advised that while data was consistent with a lead insulation issue, it could not be verified without further data or a higher resolution x-ray. Additional information was later received indicating a revision procedure took place wherein the device and leads were explanted and a new system placed on the patient's right side. No additional adverse patient effects were reported. This system is no longer in service.